Event description:
Caller states patient tested 6.6 inr on the coaguchek xs system while a comparison lab returned as 4.95 inr. Meter was not coded correctly. Patient's coumadin was adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a laparoscopic dye, adhesiolysis and hemostasis procedure, a brand new device was used. This was the third case using a brand new device with a problem in the same day. The surgeon used it to coagulate the vessel as usual and the "valley lab" diathermy setting is power level twenty. After few minutes, the surgeon found that the black rubber tube (insulator) behind the jaw was retracted and the metal part was exposed. This was potentially risk of the exposed part of the device to the adjacent organ especially bowel, bladder and ureter. Besides, the forceps were difficult to open again and it was only opened partially. So the surgeon used another brand's bipolar forceps to complete the case. There were no adverse consequences for the patient.